Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Without the device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during implant, when the manual impedance measurement was performed, some kind of pulse was observed being delivered, in synchronization with the t-wave. After several measurements and changed sensitivity values, the issue no longer occurred. The device remains in use. No patient complications have been reported as a result of this event.